Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation of the farawave catheter for a atrial fibrillation procedure, the guidewire was unable to be inserted past the catheter handle. The wire was inserted through the distal end of the catheter and a piece of plastic came out of the catheter handle. The catheter was replaced and the procedure was completed without patient complications. The device is expected to be retuned for analysis.

Event description:
It was reported that during preparation of the farawave catheter for a atrial fibrillation procedure, the guidewire was unable to be inserted past the catheter handle. The wire was inserted through the distal end of the catheter and a piece of plastic came out of the catheter handle. The catheter was replaced and the procedure was completed without patient complications. The device is expected to be retuned for analysis.

Manufacturer narrative:
The farawave was visually inspected upon return for any damage or defects related to the difficult to load wire issue observed in the field. No visual abnormalities were noted. An attempt was made to advance a guidewire through the catheter, and the attempt was successful. However, it was noted that a black piece of potential foreign matter came out of the distal tip. The device was subsequently deployed to basket and flower without difficulty. In flower deployment, the guidewire was still able to be moved around inside the guidewire lumen easily. The guidewire was removed and reinserted, and no other abnormalities were observed. Analytical lab analysis of the potential foreign matter concluded that it was consistent with dried blood. Based on the received event description, a piece of plastic came out of the catheter handle. However, the device was returned without this piece of supposed plastic, so it could not be analyzed. Additionally, no signs of any other foreign material were noted during the functional analysis of the catheter.